Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead during a high rate non-sustained episode the day following implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up concluded that the patient is being monitored remotely with no further events or action required.